Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown restoration modular body was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-rays demonstrate dissociation of the femoral head from the stem. There is extensive remodeling of the trunnion with significant material loss on the superior aspect of the trunnion. No trunnion fracture is identified. Dissociation of the femoral head from the stem with extensive remodeling of the trunnion and significant material loss on the superior aspect of the trunnion is confirmed. No details of the revision surgery were provided. The root cause of this mechanical complication is not able to be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation." -device history review: could not be performed as the lot number is unknown. -complaint history review: could not be performed as the lot number is unknown. Conclusions: it was reported that the patient was revised due to trunnionosis and head disassociation. A review of the provided medical records by a clinical consultant indicated: "the x-rays demonstrate dissociation of the femoral head from the stem. There is extensive remodeling of the trunnion with significant material loss on the superior aspect of the trunnion. No trunnion fracture is identified. Dissociation of the femoral head from the stem with extensive remodeling of the trunnion and significant material loss on the superior aspect of the trunnion is confirmed. No details of the revision surgery were provided. The root cause of this mechanical complication is not able to be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and head dissociation. A 32 +8 metal femoral head and 21 +20 restoration modular proximal body were revised to a 23 +20 proximal body and 36 +5 ceramic head. Rep confirmed that no further information will be released by the hospital or surgeon.